Event description:
Erroneously elevated digoxin (dig) result from a single patient sample tht was generated lby the unicell dxi 800 access instrument. The dig result was 2.9mg/ml. The result was reported out of the lab. The customer repeated the patient oroginal sample for dig: the result was 1.0ng/ml. There was no injury to patient requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.